Event description:
This will be filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+ with an enlarged atria, larged coaptation gap, and restricted posterior leaflet. The first clip (B)(6) was advanced, and due to the large coaptation gap, grasping was noted to be difficult. Shortly after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). In the treating physician's opinion, the slda was due to the patient's anatomy. A second clip (B)(6) was then advanced to stabilize the slda clip. During grasping attempts the clip became caught on the anterior leaflet. The clip was inverted and was then able to be freed and retracted to the left atrium. At this time the clip was no longer able to be opened or closed. Troubleshooting was performed, but was unsuccessful and the clip was partially off the mandrel at this time. Additional troubleshooting was performed and the clip was then able to be closed and removed from the patient by turning the arm positioner in the open direction. Upon visual inspection the physician stated that the clip was broken. A third clip was then implanted and the procedure was concluded with a resulting mr of grade 2+. There was no clinically significant delay in the procedure and no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult leaflet grasping and slda were due to challenging patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.